Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that low and fluctuating shock impedance was observed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Update 30. Jun 2025: the patient underwent revision and lead was capped. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 13, 2025 and april 07, 2025 recorded the repeated decrease of the coil continuity from approximately 400 ohms to <200 ohms . The analysis of the provided iegm episodes did not reveal any oversensing. However, there was no farfield channel available for evaluation. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.